Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Procedure? How was the procedure completed? Any patient consequences? File was updated accordingly. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a hernia repair procedure and the mesh was implanted. It was reported that during surgery, when placing the mesh, it tore while being sutured. There were no adverse patient consequences reported.